Event description:
It was reported that the ventricular lead exhibited capture thresholds of 6.5 v, 0.6 ms in the unipolar configuration. The patient could not capture at 7.0 v, 0.6 ms in the bi- polar configuration. An x-ray did not show any evidence of lead integrity being compromised. The patient had been feeling very sleepy in the last month. The lead was sub- sequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.